Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient's controller displayed a settings not available message. No symptoms were reported. The rep met with the patient on (B)(6) 2019 to perform reprogramming. The patient had 3 groups with 3 programs within each group. Impedances were checked and found to be between 700 and 1050 ohms (normal range). The rep confirmed they had not erased any groups or programs before exiting their workflow. Then, they used the patient's controller to check the patient's settings, and the controller displayed the device not ready - screen #82. After getting into "tech mode", the following data was reported: (B)(6), 12:39pm, 9-82, 10-26n2, 11-blank. The rep was able to re-connect with the ins but all of the groups and programs had been deleted on the controller as well as on the tablet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported the cause of the settings being lost was still unknown and noted that technical services also could not determine the cause. They were unable to recover the lost settings, so the rep had to re-map and reprogram all new settings in order to provide stimulation and coverage to the patient. No further complications were reported or anticipated.